Event description:
Patient presented to the physician with wound dehiscence at the chest incision with slight drainage. Physician prescribed antibiotics. Physician brought the patient into the or the next day, removed the ipg, created a deeper pocket, irrigated the device and pocket with sterile solution, repositioned the original ipg, sutured, and closed. The patient received IV antibiotics intraoperatively.